Manufacturer narrative:
Correction: evaluation codes.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomed technician (biomed) reported that a fresenius 2008t machine had a black and discolored power plug. Upon follow, the biomed stated that the plug was melted, discolored and black due to overheating. The biomed was not sure what could have caused the event. The biomed stated that an electrician performed an evaluation of the wiring and outlets at the clinic, nothing was found to be out of the ordinary. The machine was evaluated and did not have any issues that could have led to the event. There was no patient involvement, no harm or adverse event reported as the issue occurred prior to treatment. The power plug has been replaced. The power plug was reported to be available to be returned to the manufacturer for physical evaluation.